Event description:
Customer reported no audio on patient monitoring equipment. No patient involvement reported. Service representative duplicated reported condition. Device was repaired and returned to customer.